Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. Externalized conductors due to internal insulation abrasion were noted at 8.9-11.8cm and 12.5-15.2cm from the distal end. Internal insulation abrasion was noted at 5.3-7.1cm from the distal end. The etfe coating was intact at these locations.